Manufacturer narrative:
(B)(4). Jaw. The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. As additional testing, an ejected clip was reloaded into the jaws and fired over the test catheter according to the recommendation for a cholangiogram procedure; the clip was formed as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired for second time on the cholangiogram catheter. Every clip fired afterwards would fall from the jaws of the device into the patient. They were retrieved. A new device was used to complete the procedure. There was no impact to the patient.